Event description:
The following was reported to hamilton medical ag: on the morning of (B)(6) 2023, the doctor found that the black screen could not be used after turning on the ventilator for the patient. Immediately, another ventilator was replaced for use by the patient. This incident did not cause any adverse consequences to the patient, such as in the case of critically ill patients or without a backup machine, the consequences would be unimaginable. No patient harm or consequences reported.

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: on the morning of on (B)(6) 2023, the doctor found that the black screen could not be used after turning on the ventilator for the patient. Immediately, another ventilator was replaced for use by the patient. This incident did not cause any adverse consequences to the patient, such as in the case of critically ill patients or without a backup machine, the consequences would be unimaginable. No patient harm or consequences reported.